Event description:
It was reported that following a baclofen refill session on (B)(6) 2011 patient experienced a change in therapeutic effect the next day morning, with regards to the following symptoms: dizziness, drowsiness, nausea, motor weakness, and sweating. The patient's heart rate was 66, which was noted to be low according to a family member of the patient. The patient's family also had trouble waking the patient up the morning of (B)(6) 2011. The patient was further described as "is not right". The patient was noted as being stabilized in the hospital. It was indicated that the problem was not device related. The patient went to an emergency room on (B)(6) 2011; and the pump was interrogated at that time. There was no evidence via telemetry that indicated a malfunction occurred; and no interruption of infusion was determined. The weakness the patient was experiencing was described as being to one side of his body. A physician ordered a CT scan, and the patient was going to be worked up "for a stroke". The patient's pump only contained baclofen; and no changes of medication or rate had occurred.

Manufacturer narrative:
Catheter: model: 8709, lot #: l65389, implanted: (B)(6) 2000, explanted: unk: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk.